Manufacturer narrative:
(B)(4). Any additional information provided by the customer will be included in a follow up report. (B)(4). Per results of investigation, carefusion service technician was able to duplicate customer reported complaint of the ¿turbine not rotating¿ issue. During initial bench test after installed the turbine manifold assembly with golden testing unit, found the unit would power up normally; but found the turbine assembly did not rotate and produced visual/audible disc/sense alarms. Visual inspection of the turbine manifold assembly does not reveal any anomalies; but internal inspection and investigation found that the turbine assembly seized due to white residue inside the turbine assembly. The white residue found on this turbine is consistent with residues that have been identified using time-of- flight secondary ion mass spectrometry (tof-sims) analysis as containing primary ions of aluminum, alumina, and aluminum hydroxide. The aluminum, alumina, and aluminum hydroxide are consistent with corrosion products of the aluminum turbine. Corrosion of aluminum is an oxidation process that will occur when bare aluminum is exposed to water. The likely cause of the white contamination in the turbine was exposure to water causing the turbine to corrode. The corrosion products have larger volume than the base metal and can cause interference between moving parts with tight tolerances. The service technician scrapped turbine manifold assembly.

Event description:
The customer reported lap top ventilator 1150 turbine is not rotating properly. Upon further investigation, the customer stated there was no patient involvement or allegation of patient harm.